Event description:
It was reported that there were stimulation/therapy issues and a loss of stimulation/therapeutic effect that was sudden. The patient fell a couple of weeks prior and noted stimulation had not felt the same since the event. Diagnostic testing or troubleshooting would be performed in the further. Actions were not yet taken but were planned as a result ofthe event. The manufacturer representative (rep) was meeting with the patient on june 5, 2015; they had an appointment that day at the healthcare provider (hcp) office. Patient status at the time of the report was alive, with injury. The patient had pain in their back and hip from the fall. There were patient symptoms or complications associated with the event which included less than 50 percent therapy relief at an unknown location. After the appointment it was reported that impedances were fine. The patient was reprogrammed and was happy with the stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2015, product type: lead: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4) product type: recharger. Product ID: 97740, serial# (B)(4) product type: programmer, patient. (B)(4).